Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right hemicolectomy, the stapler was partially fired and did not fire correctly. They opened another product to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was loaded with a fully fired single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. Pmv was unable to confirm the reported condition during the evaluation. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing during an open right hemicolectomy, they noticed that not all of the staples had fired corre ctly, with a few not having crimped and sealed the tissue correctly when they inspect the staple line. They opened another stapler and re-fired across the area to correct the issue identified. This resulted to extended surgical time of about 7 minutes. There was no patient injury.